Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported a viperwire coronary guide wire fractured after three successful antegrade treatments followed by one retrograde treatment during treatment of a heavily calcified left anterior descending artery (lad). The 6 to 7 centimeter distal fragment remained in-vivo, the proximal portion was successfully retrieved. The patient was brought to the operating room in stable condition for removal of the distal fragment. The surgical intervention was successful. There was no indication as to why the fracture occurred. The patient was in stable condition.

Event description:
It was reported a viperwire coronary guide wire fractured after three successful antegrade treatments followed by one retrograde treatment during treatment of a heavily calcified left anterior descending artery (lad). The 6 to 7 centimeter distal fragment remained in-vivo, the proximal portion was successfully retrieved. The patient was brought to the operating room in stable condition for removal of the distal fragment. The surgical intervention was successful. There was no indication as to why the fracture occurred. The patient was in stable condition.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. Based on the information received, the investigation determined that the reported guide wire fracture appears to be related to operational context. In this case, it is possible that the guide wire fracture is due to device placement and/or use techniques employed; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: correction: code 4438 no longer applies, code 2687 added. H6: codes 4118, 3233, and 11 no longer apply.